Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Lip gets stuck [lip injury]. Brush head died after a few weeks / didn't last / metal pin in mouth [device breakage]. Brush head is loose [device connection issue]. Case description: a female consumer of unspecified age reported spontaneously via e-mail on (B)(6) 2018 that she bought a pack of oral-b power oral care refills precision clean. She stated that the first brush head already died after a few weeks. The second brush head didn't even last 6 weeks and with the third one, she suddenly had a metal pin in her mouth. She described that the brush head was loose, it didn't brush well, and sometimes her lip got stuck. She assumed that a brush should be able to last a minimum of 3 months, but reported that she was not reaching that. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received consumer's follow-up e-mail: the consumer reported that she had problems with all four brushes out of the package of four. She saved one brush head but had discarded the other one. No further information was provided.